Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported receiving no delivery alarms on his insulin pump. Customer's blood glucose was 131 mg/dl. During troubleshooting, insulin would not exit when pushed through with a plunger, and there was greater than normal resistance. It was explained to customer that alarm was caused by the set and reservoir connection. The customer performed a complete set change to resolve the issue.